Manufacturer narrative:
Product complaint # : (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2010 via tha with a g2-stem, the mom cup (p/n: unknown) and the liner (p/n: unknown). It was reported that the revision surgery was scheduled on (B)(6) 2020 by replacing the cup and the liner. No further information is available.